Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s sleep/wake button became intermittently and then consistently unresponsive, requiring placement on the charging pad to wake the device; guidance on proper button press technique and a device reset temporarily improved responsiveness, and a device replacement was arranged. Symptoms included user frustration related to device usability without reports of hypoglycemia, hyperglycemia, or other adverse clinical events. Outcomes included disruption of normal device operation without alarms or alerts and no impact to blood glucose per user report. Investigation included remote troubleshooting, user education on proper button engagement, review of user-provided video, and decision for device replacement. Investigation of this case revealed a suspected mechanical or interface malfunction of the sleep/wake control consistent with a device component performance issue. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.